Event description:
It was reported when the device was used in a low anterior resection, the staples malformed and fell into the pelvic cavity. The staples were retrieved. The case was completed with a like device with no patient consequence.